Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the posterior descending artery. The 2.50mm x 8mm promus element plus stent was advanced to the lesion. Since there was insufficient support with a 6fr non bsc guide catheter, the device was pulled out and another 6fr bsc guide catheter was used; however when pulling negative bubbles kept coming out. It was suspected that there was a hole in the balloon of the stent delivery system. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.